Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional(hcp) reported that the patient was injected with juvéderm® ultra xc and juvéderm® ultra plus xc. About five weeks later, the hcp injected 2 syringes of juvéderm® voluma® xc. About two and a half months later, the patient received a second injection of juvéderm® voluma® xc. Approximately seven and a half months later, the patient began to experience "a nodule with slight redness and tenderness to touch". Patient recently had an urinary tract infection which deemed not device related. Hcp injected a small amount of hyaluronidase around, but not directly into the nodule which lead to slight improvement. The patient was prescribed doxycycline. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6). This emdr is being submitted for the suspect product, juvéderm® ultra xc. This is the same event and the same patient reported under patient identifier (B)(6). This emdr is being submitted for the serious unexpected adverse drug experience.